Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. While on support the impella cp was in proper position and providing support; however, moved back into the aorta. The physician attempted to advance the pump back into the left ventricle but would not advance. Cardiopulmonary resuscitation was initiated and the physician decided to continue pci without impella support. The physician pulled the impella and demonstrated that the cannula was kinked. The team considered placing another impella cp; however, the patient had been without a pulse or any native cardiac function for more than 1 hour and 30 min. The patient was pronounced dead. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned complaint pump visually inspected. A cannula kink was observed. The pump cannula kinked because they attempted to re-insert the pump wirelessly. The cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.